Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2012, the reporter claimed that the patient's blood glucose has been going low at around 20-30 mg/dl during the night. The patient had symptoms of shaky and sweaty and required assistance from the reporter. During troubleshooting, the reporter claimed the meter had the date and time inadvertently set to military time. In addition, the date was off by 2 days. It is not clear how the date and time issue was related to the alleged hypoglycemic episodes. This complaint is being reported because, the patient experienced hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box verifies the following manual date and time changes were made by the user: on (B)(6) 2012 the time was changed from 15:40 to 03:40 and at 10:38am on (B)(6) 2012 the date was changed to (B)(6) 2012. The daily insulin delivery totals were inconsistent due to the time and date changes. No other evidence of time and date changes were found in the pump history or black box. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A pump time keeping test was performed and the pump was found to be keeping time accurately. The battery was removed from the pump for one hour and the pump retained the time and date upon rebooting.